Manufacturer narrative:
Based on the current information provided, the cause of the ventricular tachycardia (vt), ventricular fibrillation (vf), and cardiopulmonary arrest cannot be determined. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a 68-year-old underwent an ion lung biopsy of a 4.3cm mass in the left lower lobe. The procedure was complicated by ventricular tachycardia, ventricular fibrillation and cadiopulmonary arrest. Resuscitative efforts were successful and the patient was transferred to the ICU. Thrombolytics were administered intravenously for suspected dvt/pe in the setting of recent long travel. The patient has since stabilized and is on a telemetry unit awaiting discharge planning. There was no allegation of malfunction of the ion system, instruments or accessories. Given the available data the reported adverse event was possibly procedure related. There is no compelling evidence the event was device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced ventricular tachycardia (vt), ventricular fibrillation (vf), and cardiopulmonary arrest. The patient had no significant medical or cardiac history. The patient experienced long travel before the procedure and is suspected to have developed deep vein thrombosis (dvt) and/or pulmonary embolism (pe) before the ion procedure. The target nodule was 4.3 centimeters in size and located in the left lower lobe, away from the pleura or any major blood vessel. While the biopsy procedure was performed, the patient experienced ventricular tachycardia (vt), ventricular fibrillation (vf), and cardiopulmonary arrest. Advanced cardiac life support (acls) was initiated, and the patient was medicated and defibrillated 16 times due to persistent vt and vf. Acls protocol was done for approximately 40 minutes, and then the patient was transferred to the intensive care unit (ICU). The physician suspected that the cause of the event was due to dvt/ pe. The patient was given tissue plasminogen activators (tpa) while in the ICU. Once the patient was stabilized, the patient had a CT angiogram (cta), which was negative for a blood clot; however, the physician believed that the patient had pe and the tpa had dissolved the blood clot. The patient was reported to be in stable condition and remains admitted in the telemetry unit; discharge planning is ongoing. The physician reported that the ion did not cause or contribute to the event. The dvt/ pe was suspected to be from the long travel before the biopsy procedure. There was no device malfunction associated with the event.